Event description:
Many geriatric pts without teeth use denture adhesives to help the fit of their teeth. These adhesives have alot of salt in them. Rptr feels that a warning should be given to pts using these products if they are on low or no salt diets. Otherwise their blood pressure medications may not be working as directed. The problem consists of the fact that physicians are not aware of the salt content in denture adhesives. (Also see mw1001028.)